Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified that the need for back surgery was not caused by/related to the medtronic interstim device/therapy and that there was no device concern, therapy issue, procedure/use issue. Etc. From the back surgery/medical environment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from another companies manufacturing representative. Regarding a patient's external device. It was reported, that the caller was attempting to connect to the ins and the communicator would not power on. The caller indicated that, when connected to the usb cable, the battery light on the communicator was orange. They had the device connected to a power cable for about 30 minutes, prior to calling tss. During the call, the caller attempted to unplug the communicator from the usb cable and power the device on, but the lights did not turn on. The issue was not resolved through troubleshooting. Tss reviewed information about using the communicator and cautery information. The caller did not know, when the patient had last used the handset/communicator. Additional information was received from the patient. They reported, that the cause of the communicator not powering on was determined, and they noted, the likely cause as being "I was having back surgery and the [illegible] medtronic machine". The steps taken, will be taken to resolve the issue were noted, as "the same procedure will be used if I have to have back surgery again". The issue was reported as being resolved.